Manufacturer narrative:
. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5187279. The event description states: "patient had diagnostic heart cath on (B)(6) 2026 with closure of rt femoral artery. Patient returned for imaging of right lower extremity due to right leg pain. Found to have 90% occlusion. Patient was sent to surgery for surgical repair. Device failure caused or contributed to injury, illness, or death of patient? - possibly, patient did not die. Was portion of the device left in the patient: yes, collagen plug is always left in. If so, was the patient sent to surgery to remove the foreign body? Yes, possible plaque shift from angiogram on (B)(6) 2026." Additional information was received on 06may2026: a 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by manual pressure. The estimated blood loss was less than 250cc. The patient was stable.